Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use of cs300 intra aortic balloon pump check iab catheter restriction alarm occured. After pressing start button the alarm did not reappear. No patient harm or injury reported.